Event description:
It was reported that the user experienced a nocturnal hypoglycemic event with a blood glucose of 63 mg/dl while using the ilet bionic pancreas and had been pausing the pump before bed and eating to keep glucose elevated; the user was transferred to clinical support for education on proper pump usage and overnight management. Symptoms included hypoglycemia. Outcomes included resolution after oral glucose with current blood glucose at 81 mg/dl and no hospitalization. Investigation included troubleshooting and education regarding overnight management and proper pump use. Investigation of this case revealed no device malfunction identified, with the event consistent with use-related factors and unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.